Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to an attempted, unsuccessful percutaneous removal attempt, fracture of filter, embedding of filter struts, and a complex surgical removal procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported event does not note implantation or attempted removal of the device. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to an attempted, unsuccessful percutaneous removal attempt, fracture of filter, embedding of filter struts, and a complex surgical removal procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of trauma with pelvic fracture and splenic laceration. The filter was placed due to the patient¿s inability to anti-coagulate. During the implantation procedure, the filter was deployed about 3cm below the level of the renal veins without complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to an attempted, unsuccessful percutaneous removal attempt, fracture of filter, embedding of filter struts, and a complex surgical removal procedure. Per the patient profile form (ppf), the patient underwent the unsuccessful removal attempt three months and thirty days post implantation and had then had the filter removed one year and eleven months after that. At this time, it was when the filter was noted to be fractured. Per the medical records, the patient tolerated the removal procedure well and a final image showed there were no fractured fragments seen in the lungs or abdomen. The patient also reports to have had inferior vena cava (ivc) stenosis and to be experiencing fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Removal on an implant is a known potential event associated with the use of the optease filter products. Ivc stenosis is a known potential event associated with the use of ivc filter products. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Section: the following additional information received per the patient profile form (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter three months and thirty days post implantation and had the filter removed a year and eleven months after that. At this time it was when the filter was noted to be fractured. Per the medical records, the patient tolerated the removal procedure well and a final image showed there were no fractured fragments seen in the lungs or abdomen. The patient also reports to have had inferior vena cava (ivc) stenosis and to be experiencing fear. According to the information received in the medical records, the patient has a history of trauma with pelvic fracture and splenic laceration. The filter was placed due to the patient¿s inability to anti-coagulate. During the implantation procedure, the filter was deployed about 3cm below the level of the renal veins without complications. Additional information is pending and will be submitted within 30 days upon receipt.